Manufacturer narrative:
E1: facility name (B)(6) university hospitals. Address line 1 (B)(6). Address line 2 (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection found a scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. The customer's complaint was duplicated through functional testing. The investigation determined the cause of the issue was a faulty printed wire assembly (pwa). The pwa was replaced.

Event description:
It was reported that the p1 is broken. The event occurred during testing. There was no patient involvement. Analysis of the device found a defective printed wire assembly (pwa).